Event description:
Or staff report, prior to procedure, this reprocessed ethicon harmonic ace shears passed the test for use. However when first attempting to use it for laparoscopic myotomy it would not fire appropriately, so was removed from service before coming into contact with the patient. No injury to the patient. The device was removed from field and was replaced with a new ethicon harmonic ace shear.